Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 547 mg/dl, which was treated with three units of manual injection. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed and to contact healthcare professional regarding unexplained high blood glucose. Customer also reported of having trouble viewing display screen due to dim backlight.